Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens insertion zonular dialysis/disinsertion occurred sub-incisionally resulting in vitreous loss and capsule bag dislocation. According to the surgeon the iol insertion went smoothly without any difficulty. However, the surgeon indicated the cause of the event was likely pre-existing zonular weakness worsened by the iol insertion. This report refers to patient's right eye. The lens was exchanged intra-operatively with an anterior chamber lens. Patient's prognosis and treatment were described as: ongoing visual rehab, retina follow-up, and corneal suture removal. Please reference MDR #2031924-2014-00166 for the inserter used during the iol insertion.